Manufacturer narrative:
The additional nine proglide devices referenced are filed under separate medwatch report numbers. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using ten proglide devices, relative to a endovascular aneurysm repair (evar) procedure. Reportedly, a suture failure occurred with all ten proglide devices. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.